Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the plunger fell out of the bd luer-lok¿ tip syringe while transferring medicine, leaking medication onto the floor as a result. The following information was provided by the initial reporter: "this was the issue reported: material seems to be not as good as it used to be, for example yesterday we had a doctor transferring medicine in to one of this syringes and the plunger of the syringes came off and the medicine felt on the floor.".

Event description:
It was reported that the plunger fell out of the bd luer-lok¿ tip syringe while transferring medicine, leaking medication onto the floor as a result. The following information was provided by the initial reporter: "this was the issue reported: material seems to be not as good as it used to be, for example yesterday we had a doctor transferring medicine in to one of this syringes and the plunger of the syringes came off and the medicine felt on the floor."

Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.